Event description:
It was reported that the right atrial (ra) lead had high impedance and was oversensing noise. It was also reported that the ra lead had intermittent capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.